Manufacturer narrative:
Initial.

Event description:
It was reported that a user new to the ilet pump experienced a low blood glucose during dinner, with the sensor showing 66 mg/dl confirmed by glucometer, treated with oral glucose, and later reported hyperglycemia after eating candy and dinner; the reported pattern of frequent lows was not corroborated by available data, and the specific device component and problem could not be determined. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of medication or oral glucose to treat the low. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a medical device problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.